Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial flutter (afl) procedure with a smart touch bidirectional catheter. The catheter stopped deflecting fully to the f curve. The catheter was replaced and the issue resolved. The procedure was continued with no patient consequence. Upon receiving, the catheter was visually inspected and it was found that peek housing and tip lumen transition was cracked with reddish brown material inside the area. An internal corrective action has been opened to investigate the peek housing issues. Continuing with the visual inspection tip lumen material had a bump with metal exposed. An x-ray image was taken from the area and it was noticed that the t bar was slid down getting caught and was exposed at the tip lumen transition. This condition may contribute to the peek housing damage due to the fact that the t-bar applied stress at that point. Per the event reported, the catheter was tested for deflection and the catheter failed due to the t bar was slid down from their place. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. Internal corrective actions have been opened to investigate the t bar issue and the peek housing issues.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4) event description continuation: the tip lumen had bumps about 6.5mm from the transition with the peek housing and metal was exposed was assessed as a reportable malfunction since the metal exposed was on the usable length of the catheter. The awareness date is october 22, 2015.

Event description:
It was reported that a patient underwent an atrial flutter (afl) procedure with a smart touch bidirectional catheter and the biosense webster failure analysis lab discovered that metal was found exposed within the usable length of the catheter. Initially it was reported that the catheter stopped deflecting fully to the f curve. The catheter was replaced and the issue resolved. The procedure was continued with no patient consequence. Since the catheter was unable to deflect, the user will not be able to use the device and will have to replace it. The most likely consequence was an intraprocedural delay . The potential risk that it could cause or contribute to a serious injury or death was remote. Therefore, this issue was assessed as not reportable. The biosense webster failure analysis lab discovered on october 22, 2015 that the peek housing and tip lumen transition was cracked with reddish brown material inside the area. Also, the tip lumen had bumps about 6.5mm from the transition with the peek housing and metal was exposed. Additional clarification was received on the returned catheter condition. They did not notice any staining around the described area. There was no complaint of any difficulty moving the catheter through the sheath. The catheter was not pre-shaped. The 8.5fr st. Jude medical transseptal sheath was used. It was confirmed that there was no patient consequence. The peek housing and tip lumen transition cracked with reddish brown material inside the area has been assessed as not reportable as the catheter integrity was maintained and no internal components were exposed to the patient. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote.